Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot. Additional information was requested 09/04/2007, 09/06/2007, 09/14/2007, and 09/21/2007 by phone, mail and fax. Additional information was received 09/24/2007 by phone. A completed follow-up questionnaire has not been returned.

Event description:
Following intraocular lens (iol) implant surgery, a consumer reports distorted, "washed out" vision. Additional information, including patient status, has been requested.